Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) in 2010. Complaint of new knee pain developed, and the surgeon performed a revision to a total knee arthroplasty.

Manufacturer narrative:
The surgeon explained that the tibial component was placed deeply into the bone, a technique that the surgeon has since modified. The surgeon currently places the implant more proudly, and has achieved good results. An augment was required on the medial side of the tibia during the revision to compensate for the deep resection from the original procedure.